Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-oss-femorals-unk; p/n: unk, l/n: unk, kne-oss-augments-unk; p/n: unk, l/n: unk, kne-oss-tibial trays-unk; p/n: unk, l/n: unk, kne-oss-stems-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03764, 0001825034 - 2019 - 03765. Product location is unknown.

Event description:
It was reported the patient is scheduled for a revision procedure due to unknown reasons. Subsequently, the patient suffered a fractured femoral component. No revision procedure has been reported to date. No additional patient consequences were reported.